Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed three cuts in the insulation at about 26 cm from the terminal pin. No corresponding cuts were noted on the returned suture sleeve. Dried blood was noted in the leads lumen which likely had entered through the cuts. Resistance testing was performed to verify the lead's electrical integrity. Analysis concluded the lead was electrically continuous. A stylet was passed though without any resistance. Analysis could not confirm the reported stylet insertion issues or the reported clinical allegation.

Event description:
- -

Event description:
Boston scientific received information that one day post implant, it was noted this atrial lead had dislodged. In addition, pacing inhibition and increased threshold measurements were observed. A revision procedure was performed, visual inspection of the lead revealed blood throughout the lead and possible insulation damage. In addition, an attempt to insert a guidewire through the lead met resistance. It was thought the lead was "faulty". The lead was removed and replaced. No adverse patient effects were reported.